Event description:
It was reported to philips that the system's emergency stop was activated, which can impact all functions. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic procedure was performed when the issue happened. The procedure was completed by restarting the system. A field service engineer (fse) examined the system on-site and confirmed system's emergency stop was activated. During troubleshooting, fse identified that the pan handle was broken. The cause of the pan handle broken conclusively determined by the supplier's part analysis failure has been found due to the mushroom button has broken off. To resolve the issue fse replaced pan handle. After replacement of panhandle, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. The procedure was completed by restarting the system. This scenario includes that the system is restarted normally. Since the procedure is completed on same allura system. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. This event would not be reportable. The codes were updated based on the investigation outcome.